Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The calcified target lesion was located in the left anterior descending (lad) artery. A 3.50mm x 15mm nc emerge® balloon catheter was advanced to the distal lesion. Upon inflation at 10 atmospheres, the balloon ruptured. There were no reported patient complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. Balloon, proximal bond and markerbands: magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 3mm distal of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the pinhole. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The calcified target lesion was located in the left anterior descending (lad) artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced to the distal lesion. Upon inflation at 10 atmospheres, the balloon ruptured. There were no reported patient complications and the patient status was stable.